Event description:
Reporter indicated a vns therapy patient presented with high lead impedance. The last good diagnostics were received (B) (6) 2007. A battery life calculation shows the generator is 1.9 years until the elective replacement indicator reads yes. X-ray review by manufacturer revealed no gross lead discontinuities, acute angles, or other anomalies. The patient has not reported an increase in seizures, or trauma or manipulation of the device. The patient is non-verbal and cannot communicate feeling stimulation. Revision surgery is being put on hold for six months, and will re-addressed "should he become symptomatic." Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Results: x-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.